Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement during ra lead explant. Another ra lead was successfully implanted. No additional adverse patient effects were reported.